Event description:
Admitted with pneumonia, no-capture of pacemaker. Incidental finding pacemaker dysfunction. Pre-op diagnosis: pacemaker battery depletion. Insertion of permanent transvenous pacemaker and removal of old generator in epigastric region.